Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/26/2018 that on (B)(6) 2017 the patient experienced a loss of connection between the transmitter and smart device. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. The reported loss of connection was confirmed via data. The probable cause could not be determined. Reportedly, smart device operating system was not a supported system. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).